Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Device code: c62917 no longer applies "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***" continuation of d11: product ID 3889-28 lot# va1x08e serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that there was no lead migration. The patient turned the device off accidentally was the cause of the declined symptoms. The device was turned back on to resolve the reported issue. It was confirmed that the lead was in a good position by fluoroscope and reflex testing. Stage 2 interstim implant was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for n on-obstructive urinary retention, fecal incontinence. It was reported by an advanced evaluation patient that the implant hurt when the operation was done. Support link advised the patient to contact their health care physician (hcp) in regards to health issues. On 2019-dec-13, the patient stated that their symptoms had been doing really good in the beginning but that they had started to decline. The patent stated that their hcp believed that either the position of the device had moved or the patient was in need of an adjustment to their stimulation. The patient stated that they would be figuring this out with their hcp when they went in on (B)(6) 2019 for stage 2. There were no further complications reported.